Manufacturer narrative:
Pump passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, and external motor test and the p-cap/reservoir does lock properly. All buttons function properly. No abnormal motor noise noted during rewind test. No unexpected alarms found during testing or in the pump traces. Unit successfully downloaded to thus and carelink. The electronic assemblies and motor assemblies were inspected and moisture damage to pcb1 found. The j1 connector on pcba 1 was locked properly during visual inspection. The following were noted during visual inspection: scratched case, cracked keypad overlay, keypad overlay texture damage, missing display window cover, cracked case battery tube, cracked case corner of belt clip rails, cracked battery tube threads, broken battery tube threads, label damage(serial number label faded), and pillowing keypad overlay. Could not confirm customer complaint of prime/fill anomaly. Cosmetic damage was confirmed at case during analysis. Could not confirm customer complaint of rewind anomaly during testing or in the pump traces. Keypad/buttons functioned properly during analysis. Unresponsive keypad was not confirmed. Keypad buttons did respond properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported buttons were unresponsive, motor was slower during rewind. The customer also reported insulin squirts during prime and crack on the case. No further details were provided. Troubleshooting was not performed. No harm requiring medical intervention was reported.  It was unknown whether the customer will continue to use the pump and the pump will not be returned for analysis.